Event description:
A customer reported to baxter (B)(4), a light sensitive drug set in which the packaging was damaged. According to the report, there were large holes in the back of the sterile packaging. The condition was observed before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a hole in the product packaging. The reported condition was confirmed. The exact root cause was not determined. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.